Event description:
It was reported that the motor drive unit was overheating. The procedure being performed was a knee arthroscopy and no patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H2, h10: additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that this is a duplicate report from the malfunction reported in 1643264-2020-00267, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.